Event description:
The customer, a certified syncardia hospital, reported that the patient was traveling alone out of state in south carolina, when his primary driver experienced a red fault alarm. He switched himself to his backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm code indicating right drive pressure was low enough for long enough to trigger a permanent time-out. This is usually a result of the driver running while disconnected from the patient and likely occurred while patient was switching to backup driver. Visual inspection of external components found cracks in the display cover. Visual inspection of internal components found ribbon cable, speaker to lcd display, appears scuffed. Freedom driver passed all functional testing for acceptance at incoming inspection. An additional 48-hour observational run was performed. Driver alarmed due to low onboard batteries, although, batteries were drained while driver was disconnected to the ac power supply and not due to any malfunction. No other alarms were produced and no abnormalities were observed during additional testing. Complaint could not be replicated. Failure investigation for this complaint found a permanent alarm that could have contributed to the customer complaint. The reported issue could not be replicated, however; root cause of the fault alarm was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. Damage found the display cover and to the ribbon cable were cosmetic due to normal wear and tear. No evidence of device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a certified syncardia hospital, reported that the patient was traveling alone out of state in south carolina, when his primary driver experienced a red fault alarm. He switched himself to his backup driver.